Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the right ventricular lead product exhibited high defibrillation impedance. There was no intervention made. The patient was in stable condition.